Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the serter was not releasing the sensor properly. The customer reported that when the sensor was released, the needle came out of the top of it completely. Customer reported that this took place about two weeks prior to the call. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.